Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, the user reported persistent elevated blood glucose (bg) of around 220 mg/dl beginning after dinner and continuing overnight without fluctuation. The user had not attempted corrections during the night. A supply change was completed the following day, after which the agent advised monitoring for improvement. The highest blood glucose (bg) recorded was 220 mg/dl. Blood glucose (bg) was corrected with a supply change. No symptoms, outside assistance, or medical intervention were reported.